Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was blank and that the pump emitted two continuous quick beeps after rebooting. The patient reportedly lost confidence in the pump and requested the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/12/2014 with the following findings: a review of the black box did not show any reboot events or any activity outside normal use. Visual inspection revealed that the battery compartment and battery cap were undamaged and the cap was able to maintain electrical connection. The battery cap was unscrewed a half turn during testing with no reboots occurring. The pump was exercised for 24 hours with no reboots occurring. There was no damage found to the power circuit and all current readings were found to be within specification. The complaint could not be confirmed or duplicated on investigation.